Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial setup of an ilet pump, the user repeatedly received ¿unable to proceed¿ during rewind and an ¿alert 39 ¿ insulin shaft encoder failure,¿ despite restarts and factory resets, and the device had never contained insulin. Symptoms included no clinical effects. Outcomes included provision of backup therapy and shipment of a replacement device. Investigation included technical troubleshooting and review of device performance data. Investigation of this case revealed a pump malfunction related to the insulin delivery mechanism¿s shaft encoder during startup, consistent with a device hardware or component failure preventing completion of the rewind step. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to a component failure of the insulin shaft encoder.